Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis was inconclusive/ incomplete. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(4) 2011, device eri less than 2.61 v. One patient alert for low battery voltage occurred on (B)(4) 2011. Weekly log battery voltage trend data shows min bat of 2.64 to 2.58 volts between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(4)-2011, device eri less than 2.61 v. One patient alert for low battery voltage occurred on (B)(4)-2011. Weekly log battery voltage trend data shows min bat of 2.64 to 2.58 volts between (B)(4)-2011 and (B)(4)-2011.

Event description:
It was reported that the device had possible premature battery depletion. The device was removed and replaced by a new device. No patient complications were reported as a result of this event.